Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior tibial artery. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 5 atmospheres for 20 seconds, the balloon ruptured. The device was removed and a pinhole was noted. The procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.